Event description:
Reporter indicated that during generator replacement surgery due to end of service, high lead impedance reading (dc-dc code 7 and limit) was obtained when testing new generator with original lead. The test was repeated andyielded the same results. The new generator was disconnected from the lead and tested with a test resistor. Pre-implant test of the new generator using the test resistor yielded ok results, ruling out any problem with the new generator. It was reported that the leads were fully inserted into the new generator and that the set screws were secured properly. A hole was noted in the lead insulation as evidence by blood and fat inside the silicone. The lead was also replaced. It was reported that the patient was receiving good seizure control and there was no indication prior to the generator replacement surgery that there might be a problem with the lead. It was reported that the patient could always feel stimulation.